Event description:
Dentist claims that the burs break as soon as they touch the tooth. The have had about 60 burs broken. No pt was injured and all the pieces were either spit out by the pt or retrieved with forceps.